Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failure occurred during medication issuance. The customer reported that while attempting to issue a medication, the system displayed a message and the medication disappeared from the screen. Review in myqlink indicated that the system destocked the medication being issued and stocked a different medication. Upon checking the drawer, the norco was destocked and lorazepam was stocked by the system; lorazepam was the correct medication for that drawer. The drawer rescan function was performed, which rescanned all drawers and corrected the medications to their appropriate locations. Norco 10/325 mg tablet was identified in bin 07-07. The rescan process generated multiple stocking and destocking transactions for other drawers. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had medication destocked issue. A field service engineer (fse) replaced a faulty communication sled with the pharmacy supplied key used to open the top cover. Per instructions, the communication sled and daughter board were replaced. Medbank was contacted and dialed in to the station, after which fse was instructed to reinstall the daughter board, as it was determined to be functional. Multiple patches were loaded to the board, and medbank technical support tested the drawers and overall, station functionality, with all systems confirmed operational. The system functioned as intended after the field service engineer repaired the device.